Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that they couldn¿t move the c-arm using the table controls. Upon further inspection, fse found that the bodyguard errors were identified despite the fact that it was calibrated the last time. Fse replaced the luc boards and repaired the tube bodyguards. Later, during failure analysis test was performed and provided a visual check. Upon further inspection, the fse found that empty battery was failure. Fse replaced the battery. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device could not be moved using the geometry module. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.